Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while firing on the rectum, the stapler did not fire even though green button was pressed and handle was squeezed. Another stapler was used to complete the case. There was no patient injury.